Event description:
The customer reported being admitted at the emergency room for hyperglycemia. The blood glucose reading was 460 mg/dl. The customer mentioned that the infusion set used at the time may have caused her blood glucose to rise. Troubleshooting was performed and the programming, basals, bolus history, and daily totals in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.